Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that after the pump was replaced 2 days prior to the date of the report, the wrong concentrations of medications were entered into the programmer. It was noted the baclofen should have been 375mcg/ml, but was entered as 2000mcg/ml. The reporter was assisted in correcting the programming to the correct concentration and dose of the medications. The reporter also programmed a single bolus of 200mcg of baclofen. It was noted the programming error resulted in the patient experiencing withdrawal of "extreme spasms" and "extreme pain". The pump was being used to deliver baclofen and morphine. It was further reported that the patient was doing well and receiving effective therapy.